Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product not returned.

Event description:
It was reported that the self-adhesive of the infusion set was defective.

Manufacturer narrative:
Correction made to h6 results code.